Event description:
Customer reported an unknown failure. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last co service event. Customer stated incident occurred before patient infusion. Although co requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.